Event description:
It was reported that the cable could not be inserted properly and it could not be removed from the tensioner. So, another product (ccg band) was used instead of it and the procedure was completed.

Manufacturer narrative:
The evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding seizing of a dall miles two sided tensioner involving a dall miles cable was reported. The tensioner was returned and was determined to be fully functional. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time.

Event description:
It was reported that the cable could not be inserted properly and it could not be removed from the tensioner. So, another product (ccg band) was used instead of it and the procedure was completed.